Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) level of 875 mg/dl and diabetic ketoacidosis. The high bg was addressed with an insulin drip. The cause for hospitalization was due to an occlusion alarm that was cause from a bent cannula. Customer was released from the hospital with no permanent damage.